Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The monitor and s-ram battery were replaced. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the monitor on the 9600emi system has degraded in image quality. There was no report of pt injury.